Manufacturer narrative:
The investigation determined that a lower than expected vitros amon result was obtained from a non-vitros control fluid processed on a vitros 5600 integrated system. The assignable cause of this event was instrument related most likely due to incubator contamination. The initial results of the diagnostic within run precision tests were not within ortho guidelines indicating an issue with the vitros 5600 system. An ortho field engineer (fe) completed microslide incubator related service actions including inspection and replacement of evaporation caps and wear pads, including all necessary adjustments. Following the service actions, the diagnostic within run precision tests were within ortho guidelines indicating acceptable performance of vitros amon in combination with the vitros 5600 system.

Event description:
A customer obtained a lower than expected vitros amon result from a non-vitros quality control fluid processed on a vitros 5600 integrated system. Mas qc fluid lot aa17092a vitros amon result 117.93 umol/l versus expected amon result 154.1 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros amon result was obtained when processing a quality control fluid. Ortho was not made aware of any allegations of patient harm as a result of this event. However, the investigation cannot conclude that patient results were not affected and would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. (B)(4).